Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases is observed. Dark ring is observed.

Event description:
The device has been explanted.